Event description:
I broke my femur on (B)(6) 2023 and had a pin put in it (gamma r1.5, (B)(6), 11x20mm/130degrees left, stryker ce (B)(4)). The surgeon said to use my leg like normal that the pin was stronger than the bone. After about a month and a half or so I began feeling pain in the left thigh-hip area. A scheduled follow up with the orthopedic surgeon a couple of weeks later showed I had broken the pin he put in. Three hours of surgery on (B)(6) 2024 and I have a replacement pin and some extra bracing. A month later I'm still using a walker and the leg is still swollen. I'm 75 and though active I was taking it easy on the pin and bone. I didn't trip or fall and I still have no idea when or how I broke the pin.